Event description:
It was reported that a patient saw the "call your doctor" code on the patient programmer about two weeks prior to the report. The patient could not turn stimulation on because of this. It was suspected that the issue was a por (power-on reset), but this was not confirmed. The reporter stated that after a session with the clinician programmer the patient was able to "feel stimulation fine" and the system was functioning as intended. It was reported that the patient had open circuits on electrodes 9, 10, and 11. All other impedance values were in the normal range of 800 to 1500 or so. The reason for the high impedance values was unknown. The reporter stated that the patient wasn't programmed on those electrodes, so it "wasn't an issue at the moment." A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3888-45, lot # v684297, implanted: (B)(6) 2011, product type lead; product ID 3888-33, lot # v736706, implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
Additional information received reported that the patient had visited with the manufacturer's representative in the healthcare professional's office at which time the "call doctor" icon message was cleared using the clinician programmer device. The representative then made sure that the implantable neurostimulator was working and that the patient's settings were correct. If additional information is received, a follow-up report will be sent.